Event description:
A 2.5mm x 12mm nc emerge was advanced and inflated during angioplasty of the rca. Upon removal of the balloon, it ruptured into multiple pieces. All pieces were removed. Doctor and radiology technologist attributed rupture to calcium in vessel.